Event description:
It was reported that the hv lead impedance was high in the svc to can configuration. During an lv lead implant procedure, the lead was removed from the ICD and reseated. The impedance was now normal, but the sensing values had decreased. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.